Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by olympus australia pty ltd, there was the possibility that the reported phenomenon was attributed to the following causes. -the communication failure occurred because the cable was applied unexpected stress and disconnected due to the user handling. The instruction manual instructs "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the endoscopic image was not displayed during preparation for use. Then, olympus inspected the device at the service department of olympus (B)(4) and found the internal breakage in the cable. It was also found that the coupler was deformed and the rotation lock did not work. There was no report of patient injury associated with this event.